Event description:
Circulating rn opened a package of lap sponges to give up to the scrub person and upon opening inner wrapper noted several (more than 2) black specks on the laps. She did not pass the laps up to the sterile field, and removed them from the room.